Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Imaging was provided and reviewed by a clinical representative with the following impression: there might have been product use that was incongruent with IFU due to the severely stenotic iliac arteries and presence of an iliac stent, which might have contributed to the reported stent occlusion. There might have been evidence of vessel damage/rupture due to air seen within the sac. There might have been evidence of an endoleak type 2 from a right lumbar artery seen proximal to the bifurcation on the CT done one-day post index; however, this finding could not be visualized on the event angiogram. Based upon the investigation findings, a conclusive cause for the reported occlusion could not be identified; however, the patient pre-existing conditions are the likely main contributor to the reported event. The use of the endologix stent has not been evaluated for positioning over a deployed stent, as was reported. No device issue was identified in the evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 5 months post implant of a bifurcated device, the patient presented with pain and an angiogram revealed occlusion of the left common iliac artery (lcia). Reportedly, the patient had pre-existing left aorti-iliac disease and at the time of implanting the bifurcated device, an 8mm bare metal stent was already placed in the lcia. The bifurcated device was implanted in the aorta, covering the distal segment, anatomical bifurcation, and bilateral iliac arteries. The left limb of the bifurcated device was placed overlapping the previously implanted stent, on its inner diameter. The procedure was uneventful; however, approximately five months later, the patient experienced pain in the lcia region and presented to the physician's office. An ultrasound and an angiogram revealed occlusion of the lcia, and occlusion inside of the bare metal stent and bifurcated device left limb. The patient underwent ballooning of the lcia and devices, which resolved the occlusion. The occlusion consisted of fresh clot. The physician elected to place a competitor's limb stent graft, as a third piece in the lcia, but apparently, it was deployed a bit higher than desired (about 15mm above aortic bifurcation). The physician concluded the procedure. The patient tolerated the procedure well.